Manufacturer narrative:
Visual inspection performed by r&d manager: the liners and shell were tested in order to evaluate the compatibility: the insertion was performed correctly without signs of incompatibility. From the received pieces and information it is not possible to determine with certainty the root cause of the event, but it is possible that the presence of a liquid or other tissues was present in the shell during the impaction.

Event description:
During surgery, the hooded pe hc fixed liner ø 32 couldn't be clipped into the cup. The same problem happened with another hooded pe hc fixed liner ø 32 from a different lot. The surgeon decided to remove the cup and implanted a native cemented cup to complete the surgery. Delay time 30 minutes.

Manufacturer narrative:
Batch review performed on 10 november 2023. Lot 2309931: 32 items manufactured and released on 18-jul-2023. Expiration date: 2028-07-02. No anomalies found related to the problem. To date, 21 items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch reviews performed on 10 november 2023. Liner: versafitcup cc trio 01.26.3244hcat hooded pe hc fixed liner ø 32 / e (k103352) lot 2311948: 88 items manufactured and released on 13-jul-2023. Expiration date: 2028-06-24. No anomalies found related to the problem. To date, 63 items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup cc trio 01.26.3244hcat hooded pe hc fixed liner ø 32 / e (k103352) lot 2310226: 88 items manufactured and released on 08-aug-2023. Expiration date: 2028-07-22. No anomalies found related to the problem. To date, 55 items of the same lot have been sold with no similar reported event during the period of review.